Manufacturer narrative:
The handpiece was returned to the MFR for investigation. The investigator was unable to duplicate the customer's complaint of leaking lubricant. Preventative maintenance was performed on the handpiece and it was returned to the customer.

Event description:
It was reported that the handpiece was leaking fluid following the sterilization process. There was no pt involvement.